Manufacturer narrative:
Device evaluated by MFR? - device evaluation is not necessary as the reported event of infection is not related to the functionality or delivery of therapy of the device.

Event description:
It was reported that the patient presented with an infection at the suture site following a generator replacement surgery. The physician identified that the infection was due to the patient picking at the device. A review of device history records revealed that the generator was sterilized and passed all quality and functional specifications prior to distribution. No known relevant surgical intervention has occurred to date. Device evaluation is not necessary due to the reported event of infection not being related to the functionality of the vns. No further relevant information has been received to date.